Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert before. The alarm was not resolved during troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Low battery alarms and then pump error 25 were noted in detailed trace/long trace downloads. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with missing display window cover, minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, cracked case(battery tube), cracked battery tube threads and cracked retainer.